Event description:
It was reported that during the implant procedure the physician had difficulty connecting the left ventricular (lv) lead and the device. The connection was confirmed and the impedance measured with the programmer. A few hours later testing with the programmer revealed high impedance with the lv lead. The physician disconnected and reconnected the lv lead into the device. The lv impedance was within normal range. The readings using the pacing system analyzer (psa) showed impedance within the normal range; however, the readings between the device and the programmer differed. The lv lead again was disconnected and reconnected due to high impedance. The physician decided to use a different device due to concerns with the connection and battery on the device. The lv lead remains implanted along with the new device. The psa and the programmer were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Explanted: (B)(6) 2014, product ID: a 439888 lead implanted: (B)(6) 2014. Product ID: st-jude-lead implanted: (B)(6) 2014, explanted: (B)(6) 2014. Product ID: st-jude-lead, implanted: (B)(6) 2014. Product ID: a 6056m lead accessory. Product ID: a 229047 pacing system analyzer. (B)(4).